Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Evaluation of the returned transmitter confirmed the permanent out of range signal. A receiver (sn (B)(4), mfg date: 11/13/2012) was also returned for evaluation and there was no issue detected.